Event description:
"A" of the doctor at the facility demonstrated to a dragerservice representative that when the machine was pressurized to 70cmh20, the apl valve would not relieve pressure within the system when the doctor switched the apl valve to spontaneous. No patient involvement.